Manufacturer narrative:
The information provided of the date of event with the initial report was incorrect. The correct information has been included with this report. Additional information has been received which was not included with the initial report. The information has been provided with this report. No conclusion can be drawn at this time.

Event description:
It was reported that the device will be returned for the analysis.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer was hospitalized due to low blood glucose levels. The customer's blood glucose at the time of the incident was 7.5 mmol/l and 11 mmol/l at the time of the call. The customer was using the insulin pump within 48 hours of the low blood glucose event. The customer was hospitalized on march 8, 2019 and was treated for their lows with glucose tablets and a sugar solution per drip. It was also reported that the insulin pump had an audio anomaly. The device was not making any sound when alarming. They did not hear the difference between the audio volumes 1 and 5. The device did not pass troubleshooting. It is unknown if the device will be returning for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Device alarmed hardware low level failures error during self test and confirmed in the device history due to broken pin on keypad assembly. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.